Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she was hospitalized due to low blood glucose levels. Customer's blood glucose levels at the time of admission was 44 mg/dl. Customer stated significant events leading to the hospitalization included stress. Customer stated that they may have given themselves too much insulin. Customer delivered insulin without testing blood glucose. Product is not being returned or replaced.